Manufacturer narrative:
The reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during a surgery the fast-fix t2 did not deploy, t1 was anchored and secured and it was removed from the patient¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that, during a meniscal repair surgery, the fast-fix's t2 anchor did not deploy. T1 was anchored and secured and it was removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned in unsealed original packaging. The device was recieved with both anchors and suture. The suture knot was tightened down to the t2 anchor with enough force to bend the anchor. The needle appears to be more linear than manufacturer intended. A functional evaluation revealed the device could be functioned as expected. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.